Event description:
It was reported that the programmer gave an error message while powering up. The radio frequency (rf) head was removed and the power was cycled off and on. The programmer powered up fine after that. A report was run and the device was interrogated. It was explained to the customer that cycling the power would clear the error. If the error repeats itself the programmer will be sent in for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.